Manufacturer narrative:
(B)(4). Concomitant medical products: unknown kirschner femoral component catalog # unknown lot # unknown. Unknown kirschner articular surface catalog # unknown lot # unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001825034-2020-00965, 0001825034-2020-00967. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient underwent an irrigation and debridement procedure due to infection. Products remain implanted; no products were removed. Attempt for further information has been made, but no further information has been provided.